Event description:
The customer stated that they are getting cc motion errors and there was a leak at the reagent probe b of the dxc 800 pro instrument. The leak was contained to the instrument so no injury occurred due to this event. In addition, no erroneous results were generated due to this event.

Manufacturer narrative:
Service engineer arrive onsite and found that the 4-way valve was not tightly snapped in place. Service engineer replaced 4-way valve that resolved the issue. Also replaced reagent probe a level sense bead assembly due to the crack on the wire, replaced bent reagent mixer paddle.